Event description:
Boston scientific received information that this right atrial lead had dislodged. A procedure was performed to reposition the lead, however the lead could not be successfully repositioned without dislodging again. The lead was removed and replaced with no additional adverse patient effects reported. Upon removal, necrotic tissue was noted to surround the helix, and may have contributed to the dislodgement.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Tissue was noted entwined in the lead helix, along with dried blood and body fluid noted in the helix housing and up past the neck area of the lead. However, the tip portion of the lead, including the helix, appears intact and undamaged. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities in the lead itself. It is unknown if the tissue became entwined in the helix as part of the dislodgement or became entwined as part of the re-positioning attempt.

Manufacturer narrative:
The lead will be analyzed upon return. No further information is available. This report will be updated if more information becomes available.